Event description:
It was reported that during a cori assisted tka surgery, the screen showed the pointer sensor and tibia in green, but it did not recognize two (2) navio flat markers when positioning the pointer on the thumbtack. Due to this, the procedure got cancelled. No further consequences were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
The navio flat markers, part number pfsdv0016, lot number 23jk00175, intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an improper flat marker fit, or a bent flat marker/tracker connector. Without pictures, the actual device or further information the complaint can not be linked to any action. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: case-(B)(6) section h6 (health effect - impact code) was corrected.